Event description:
A us distributor returned an electrode belt indicating that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. Upon investigation, the belt failed incoming functionality testing. The cause for the failure was isolated ot the distribution node (dn) pca. The lead_2_neg wire was broken from the pad on the dn pca. The root cause for the broken wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) is currently underway. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the belt failed incoming functionality testing. A root cause investigation is currently underway. A supplement report will be sent upon completion of the investigation. No adverse event resulted from the defective belt.